Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis was performed when the issue happened. The procedure was complete by restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that the stand movements were not available because of geometry restart. After reviewing the log file, fse did not found anything. Fse performed stand longitudinal adjustments and calibrations to complete the service. Customer restarted the system, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was stand movements were not available because of geometry restart. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.